Event description:
It was reported that (4) al326 were used during a bladder procedure. It was reported by the affiliate that the clips would not deliver. Another instrument was used to complete the case. No adverse pt outcome.